Event description:
The following description of the event was documented on (B)(6), 2015, by a carefusion technical support specialist in response to a phone conversation with a user facility representative. Uim reported to be locked up on start up. Icons do not change when touched. They want factory repair. They do not have an avea trained biomed to remove uim so they are sending complete vent back.

Manufacturer narrative:
(B)(4). The alleged faulty device was received by carefusion on march 26, 2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: 16448 sn: (B)(4) was received for evaluation. The user interface module (uim) was powered on and I was able to verify touch screen response issues but not a complete freeze as reported in the complaint. The user interface module (uim) was left to cycle for 1 hour while periodically testing the touch screen response accuracy and was unable to duplicate the reported icons freeze issue. I then performed the touch screen calibration and found no anomalies while calibrating the touch screen findings/root-cause: could not duplicate the reported freezing of icons issue however the touch screen response accuracy was found to be off. The carefusion factory service department replaced the display assembly pn: 27192-001 in the user interface module (uim) as a precaution and ran the user interface module (uim) through a complete checkout per the factory service procedures to ensure that it meets factory specifications. Upon completion the user interface module (uim) was returned to the user facility ready to be reinstalled on the unit and returned to service.